Event description:
It was reported that the device was just before elective replacement indicator after 28 months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching eri (elective replacement indicator). The weekly battery voltage trend data in save to disk file (B)(4) shows minimum battery equal to 2.93 to 2.65 volts between (B)(4) 2011 and (B)(4) 2012 is before device eri less than or equal to 2.62 volts. The device was returned and analysis revealed normal battery depletion.